Manufacturer narrative:
Other relevant history, including preexisting medical conditions, implant date and explant date were not provided. If the requested information becomes available, a supplementary report will be submitted. Patient identifier, age, implant,explant dates are unknown lot information unknown.

Event description:
Per complaint (B)(4), after clinical procedure, patient experienced loss of implant to osseointegrate.